Event description:
Received a report from a nurse practitioner indicating a pt had presented with complaints of a foul smelling discharge and pain. Upon examination, the nurse practitioner found three tampon applicator plungers inside the pt's vagina and a perforation that they believe was caused by one of the plungers.